Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Remains implanted.

Event description:
Patient reported approximately two years post-implantation experiencing pain, swelling, clicking while walking, 'sliding' feeling while walking, and can see the knee is deformed. Patient indicated a future revision; however, no procedure has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: patella - catalogue: 184708 lot 722290. Tibial tray - catalogue: 141233 lot j3351478. Femur - catalogue: 183108 lot 615310.